Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report their device did not power on when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. Additionally, it was also reported the language button and the child button were unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient involvement reported with the event.